Event description:
Reporter alleged obtaining the results of 71 mg/dl and 239 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she got some orange juice, peanut butter, and crackers to bring her blood glucose levels back up. No other actions were reported taken or treatment received. No adverse event reported. Reporter thinks the strips might have been exposed to temperature extremes yesterday because she had them with her at a ballgame. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.